Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Batch # unk. No lot or batch number was provided therefore a device history could not be done. The following information was requested, but unavailable: what is the patient gender/bmi? Please describe cartridge selection for all parts of the procedure. Was buttressing material used? Did the surgeon wait 15 seconds prior to firing? Were there any issues with staple formation at site of leak? Was the patient in hospital longer than what the surgeon typically used for standard of care? Was the exact location of the bleeding identified? How long from original surgery did event occur? Was there any issue with device performance in original procedure?

Event description:
It was reported that during a gastroplasty by video (bypass) procedure, the surgeon reported that ten days ago there was an extremely serious case. One patient from another surgeon presented a bruise in the enteroenteroanastomosis causing obstruction and explosion of the abandoned stomach. The patient presented sepsis and it was made an emergency laparotomy. Hospitalization was required.

Manufacturer narrative:
(B)(4). Additional information received: there was heavy bleeding in the entero and it caused small bowel obstruction with explosion of the abandoned stomach.